Manufacturer narrative:
Follow-up #1: date of submission: 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: during investigation, the display was observed to have segments missing and vertical lines through the middle of the display screen due to missing pixels. The display was clear and legible when the pump was tested with a test display, indicating a failed display flex. Unrelated to the original complaint, the battery compartment was observed to be cracked at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.